Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the reported application site (leg) is not an approved application sensor site per label copy. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's father reported the adc freestyle libre sensor was applied to the customer's (a child) leg and the applicator got stuck and caused heavy bleeding. Customer was taken to a medical clinic to have the applicator "surgically removed" and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
Customer's father reported the adc freestyle libre sensor was applied to the customer's (a child) leg and the applicator got stuck and caused heavy bleeding. Customer was taken to a medical clinic to have the applicator "surgically removed" and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. No product was returned for this complaint and the serial number listed was invalid (not found in database). The DHR reviewed for all libre sensor kits within expiration at the time of the complaint, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. A tripped trend review was completed for and showed no trips and libre sensors. If the product is returned, the case will be re-opened, and a physical investigation will be performed.